Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 201 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. Initially, the insulin pump alarmed no delivery during the prime test. However, after changing the infusion set, the prime and high pressure tests passed. Prior to the event, the insulin pump alarmed no delivery. The cannula of the infusion set was bent. The customer has scar tissue at her infusion sets and uses cold insulin to fill the reservoir. The customer uses quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.